Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The pump had a scratched display window and cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump would not prime. After trying to prime the pump, it alarmed compromised force sensor system. The customer's blood glucose was 185 mg/dl at the time of incident. The customer stated that the insulin squirted out during the manual prime process. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.